Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on (B)(6) 2021 as they were experiencing diabetic ketoacidosis and high blood glucose level 600 mg/dl and 587 mg/dl which was treated by insulin drip. Customer was on steroids for non related condition. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.